Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no physical damaged on the device. Customer's reported issue was not duplicated during power-up and power-off. The root cause of the reported issues was determined to have been caused by main printed circuit board detecting time not running correctly. Actions taken to mitigate the reported issue: replaced main printed circuit board as preventive action.

Event description:
It was reported that system failure time base event occurred. No patient injury reported.